Event description:
Patient experienced high blood glucose (419 mg/dl), while wearing the device. Patient attempted to self-treat by programming additional boluses; however, their blood glucose did not decrease, as expected. While disconnected, patient programmed a bolus, andno insulin was observed dripping from the end of the infusion set tubing. No error message were generated by the device. At the time of the report, patient had already switched to their back-up device.